Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Was drainage of the wound required? Did the patient have an infection? If yes, please describe any medical intervention performed including medication name and results. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a procedure with debridement for a skin cut at the scrotum on (B)(6) 2022 and suture was used to sew the wound. Post-op, the patient had inflammation and wound secretion. On the second day after the procedure, the doctor found that the patient's surgical incision was red, swollen, and exudate, and the skin of the surgical incision had exudate and pus. The doctor removed part of the suture and washed the surgical incision with hydrogen peroxide for sterile dressing change and drainage. On the fourth day after the surgery, the doctor found that the surgical incision was not red, swollen, exudate reduced, and no pus. The surgical incision healed well 7 days after continuous sterile dressing change. No additional information was provided.